Event description:
A malfunction was reported on the customer's pump, indicating a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within ten days to avoid charges. Technical support confirmed the shipping address and sent a replacement pump. The customer was advised to program their pump settings and connect their cgm to the new pump.